Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:user had an inaccurate reference or user had high glucose value. Manufacturer contacted customer with follow up phone calls for knowing customer's condition;customer informed that feels well;customer did not seek medical attention; customer was contacted on (B)(6) 2016 to ensure new product replacement is not displaying high results,unable to talk to customer. Letter was sent.

Event description:
Customer calling states that was not feeling well, she states she was feeling lightheaded, had a headache, heavy breathing, and her blood pressure has dropped. Customer states she checked her temperature, her glucose, and blood pressure. Customer states that she ran a blood test and got 328mg/dl and she thought that the result was too high. Customer states that she decided to go the urgent care because of the symptoms she was having. Customer states that at the urgent care her glucose was 179mg/dl. Customer states that she was told to get the meter calibrated because it might not be working and to get an appointment with her primary doctor as soon as possible. Customer states that she is not sure what her normal glucose range should be because she was just diagnosed as a diabetic last night. Customer states that she was told that her a1c was very high (6.9). Customer states that she just started to check her blood sugar on (B)(6) 2016 because diabetes runs in her family. Customer states she will check with the dr. Customer states she is presently feeling tired, sleepy and has blurry vision. Customer is waiting for the dr. To call her back for an appointment to see him. Check meter memory but customer is unable to see the meter time. Reviewed meter memory: (B)(6).